Event description:
On 24 november 2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, it was noted on (B)(6) 2023 that the patient has new onset acute knee pain status post medial compartment arthroplasty, approximately with an ibalance uka 4 years ago. The healthcare provider reported that symptoms are concerning for prosthetic joint infection. The patient does have a history of gout as well. The knee was aspirated. The onset of this pain and swelling was 4 days prior, and x-rays demonstrate a left knee partial medial compartment arthroplasty with significant knee joint effusion noted, components intact, no evidence of hardware failure lucency. On (B)(6) 2023 a revision was performed for acute prosthetic joint infection.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. Considering that the implantation surgery occurred in 2018 and the reported event occurred in 2023, the failure is more likely associated with the patient¿s active lifestyle and physical workload. The complaint allegation was not confirmed. No evidence of that failure was received.